Event description:
The customer reported a pt was being monitored with the m3046a and at 9:30 pm, the pt had ripped the cable linked to the scope, but the scope did not emit an alarm "by "scope", we consider the customer means "monitor"), but it no longer detected a trace. The pt expired at 10:00 pm.

Manufacturer narrative:
(B)(4). The customer reported a pt was being monitored with the m3046a and at 9:30 pm, the pt had ripped the cable linked to the scope, but the scope did not emit an alarm ("by "scope", we consider the customer means "monitor"), but it no longer detected a trace. The pt expired at 10:00 pm. Generally, when a parameter or any associated hardware on the mms fails, intellivue monitoring equipment is designed to generate audible and viewable inop messages to alert users/caregivers to a potential issue. Philips is reporting this event, as a death occurred after the pt was being monitored with a virida m3 patient monitor (m3046a) with serial number (B)(4), in conjunction with a multi measurement server. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.